Event description:
The patient indicated that she likes the manufacture product and it was helping with her symptoms, but there was a little bit of a budge where the neurostimulator (ins) was implanted and it was sticking out and was painful at the site. The patient stated was still in a lot of pain and sore since implant. The patient was going down the steps and fell down about 15 steps, on the implant. The patient stated since that day, the pain in the implant site has been getting increasingly and gradually more painful. The patient had to wear sweats because her pants hurt when she wears them. The patient mentioned she also was not able to sleep on that side. The patient has 4 little children who seem to keep grabbing that same area as the hip was their height. The patient had been putting ice on it but it did not seem to be helping. The patient did not know when the follow up appoint was scheduled and had not call their health care provider. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0q8z9, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).